Event description:
It was reported that there was intermittent loss of capture, high pacing impedance, and fracture observed in the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: a partial lead was returned in segments and analyzed. A proximal portion was received measuring 49.5 cm and a distal portion was received measuring 49.5 cm. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo and became extrinsically fractured due to a cut. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress.